Event description:
It was reported that during an appendectomy it was attempted to staple the appendix base with the laparoscopic stapler, using two reloads, without success. Confirmed the material (stapler) defect. Chose to use clip and hem-o-lock purple reload to control the base of the appendix. The reload did not release staplers as necessary. It was replaced. No staplers fell into the cavity. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 1/30/2025. D4 batch # 139d70. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and no reload present. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken. No conclusion could be reached regarding what caused the firing mechanism to fail as no reload was returned for analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 139d70, and no non-conformances were identified.